Manufacturer narrative:
All available information was investigated, and the reported leaking and cracked dilator flush port was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined the reported cracked and leaking dilator flush port to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. During preparation of the steerable guide catheter (sgc), it was noted that water was leaking from the flush port of the dilator. A crack was observed on the flush port. Therefore, the sgc was replaced. An xtw clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.